Event description:
Arrow 8 fr 40cl iabp catheter sn# (B)(4). Physician experienced increased resistance attempting to advance catheter through wired sheath during insertion. Once inserted the catheter continued to set off alarms, forcing the surgeon to remove this catheter from the pt and replace with another catheter from arrow.